Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-300s mg/dl). Customer alleged pump was not delivering insulin properly as bg lowered after reverting to an alternate pump. Customer declined tandem technical support's offer to review the pump data.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.